Manufacturer narrative:
Additional information: b7. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. It was not reported whether the patient was hospitalized for the events. The patient was treated with ceftazidime injection (500mg and discontinued on an unknown date) and heparin injection (1000 iu, three times a day, intraperitoneal, discontinued on an unknown date) for peritonitis. On an unknown date, the patient was recovered from the events. Pd therapy was ongoing. No additional information is available.